Event description:
It was reported that during peritoneal dialysis an automated peritoneal dialysis 4 prong cassette set, single use device, was reported to have been reused. The hp was advised to always start over with new supplies and to call global technical services for support when he has alarms. The hp stated that he had spoken to his nurse about this and was given antibiotics as a preventative. The hp said he has not had any adverse events due to the changing out of supplies. No allegations were made against any other of the hp's dialysis products. There was a patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation. However the customer reported condition was confirmed due to it being reported during troubleshooting that the customer switched the cassette only. The cause was determined to be user error/poor aseptic technique. Per baxter labeling; the automated pd set is intended for single use only. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.